Event description:
Used proper cannulated drill that came in set to drill over correct k-wire and wire was stuck in drill.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the device stuck for threaded guide wire fixos ø3.2mm x 230mm could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. Functionality of threaded guide wire fixos ø3.2mm x 230mm into cannulated drill fixos ø4.9mm, large ao fitting is fully given. Failure mode hypothesis could be that debris were present in the cannulated drill fixos ø4.9mm, large ao fitting. The k wire and the cannulated drill were therefore stuck together. In such case it is recommended to use the cleaning stylet (ref (B)(4)) to remove the guide wire. It is recommended to ensure the cleanliness of the cannulation of the instrument pre-, inter- and post operatively to make sure that bone debris does not accumulate and to reduce the risk of instruments binding on the guide wire. Additionally the cannulated drill fixos ø4.9mm, large ao fitting presents blunt and dull cutting flutes which indicate the end of the useful life of these devices. Finally the manufacturer recommend drills as single patient use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
Used proper cannulated drill that came in set to drill over correct k-wire and wire was stuck in drill.